Event description:
The caller reported that the insulin gauge on their pump displayed a different amount than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on interpreting the displayed values and advised them to deliver a 10.2 unit bolus to update the insulin estimate. The caller was also informed about the importance of removing air from the cartridge before filling. Despite acknowledging the advice, the caller chose not to load a new cartridge and decided to continue using the current one, with the option to follow up if necessary.